Event description:
It was reported that the pta balloon was difficult to deflate after the second inflation in the right popliteal artery. Negative pressure was applied to the balloon while retracting backwards and after approximately 3-4 minutes, the balloon was completely deflated and removed through the sheath without further complication. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has not been returned to the manufacturer for evaluation to date. This event involves the same patient as manufacturer report number 2020394-2012-00089. The investigation is currently underway.